Event description:
Info received indicates, the brake will not hold.

Manufacturer narrative:
The technician found the brake casters are turning when in brake, and the rubber on the caster tires is cracking. The technician replaced the four casters to repair the bed.